Event description:
End user called for assitance checking thecalibration of the device. After phone trouble-shooting it was discovered that the device did test the calibration but gave high readings. The device was replaced and the defective one returned for investigation.